Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported system error 224 which was not reproduced but confirmed through a review of the device event history log. Prior to this system error, there is an "ac unplugged" alert in the history log. The device had a software version that has a known bug which can cause system error 224 when the ac power status is changed rapidly. The software was upgraded to correct this condition.

Event description:
It was reported that a spectrum pump pump displayed system error 224 during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.